Event description:
Ous MDR - after an implantation time of about 106 months of the rv lead, oversensing was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2, 53 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were within the dimensions defined in the is-1 and df-1 standards. There was no material defect or manufacturing error. The memory content of the ICD was checked; interference was visible in the ventricular channel on the available iegms. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time in particular was unremarkable.